Event description:
Maquet cardiovascular received a product experience report from maquet for a hosp in another country. The 5cm bipolar scissors from a kit had no cauterizing function after connecting to the surgical instrument generator. The procedure was completed with replacement device by opening a new kit. There were no pt effects.

Manufacturer narrative:
Investigation results: maquet received the bipolar scissors in 2009. The visual inspection showed that the scissors blades were in a closed position and the bipolar electrical connector was still attached to the unit. The scissors blades distal end insulation was peeling off and blood was visible on the scissors blades. Maquet shipped the scissors to our OEM, gyrus, eight days later. A supplemental report will be submitted when the OEM's investigation has been completed and maquet received the failure analysis.